Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring 2461 ohms. Over the past year there has been a gradual increase. Boston scientific technical services discussed possible causes. Additionally, thresholds were high. The physician might consider threshold testing again. At this time, the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).